Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 bubb det sensor, low level ii. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported event. The affected device was returned to livanova (B)(4) for a detailed investigation. No deviation could be found during tests. The device was working within specifications. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s3 bubb det sensor, low level ii did not alarm when the level dropped down during procedure. There was no report of patient injury.